Manufacturer narrative:
The reported event of sensing problem and high threshold were not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. Visual, x-ray examination and electrical testing of the lead was normal with no anomalies found.

Event description:
It was reported that during initial implant procedure, patient's new atrial lead was dislodged. It was also noted that the lead exhibited undersensing and high threshold. The lead was not used and the procedure was completed using an alternate lead on 8 jun 2023. The patient was stable.